Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer from (B)(6) reported that her blood glucose readings were not being stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.